Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The diaphragm was cleaned to resolve the issue. No patient information provided to date after call to customer 09/07/22 and 09/12/22. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in the excessive airway pressure during a case. There was no report of patient injury.